Event description:
Hcp reported post-op infection due to spinal fusion surgery, and the intrathecal catheter subsequently had to be removed. It is unclear, when a new catheter will be placed, and how the abrupt cessation of intrathecal drug delivery was managed, and if there were any pt symptoms or associated adverse event. Add'l info regarding treatment, interventions, and final pt outcome were requested, however outstanding at the time of this report. A follow up report will be sent when new info is received.